Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that time was off. A technical support specialist (tss) investigated the customer's issue with the system time appearing incorrect. An email was sent to the customer requesting permission to remote in, and we awaited their update. It was noted that the serial number provided did not belong to the system. The system time was checked and confirmed to be correct, following ka (device time is incorrect). Using the command shell prompt, the time zone was verified as est. The time command was used to adjust the system time to the current time. An email was then sent to the customer for verification. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the time was off by 8 minutes, which resulted in false reporting of medication pull times. There were no adverse events or injuries reported based on this event.